Manufacturer narrative:
Additional information : upon follow up it was reported the patient completed the intraperitoneal vancomycin treatment. On an unreported date in the same month as the event onset, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was not hospitalized for the peritonitis event. The same day as event onset, the patient began ambulatory treatment with intraperitoneal (ip) vancomycin (dose and frequency not reported) and ip ceftazidime (for 4 days, dose and frequency not reported) for the event. Dianeal therapy was ongoing. At the time of this report, vancomycin therapy was ongoing, and the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.